Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold. A leak test and microscopic analysis was performed which identified a sharp crease opening on the radius and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp crease opening on radius assessed as fold flaw opening.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/jul/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.